Event description:
The customer reported that erroneous low sodium (na) and elevated chloride (cl) results were generated on the olympus au600 clinical chemistry analyzer for an undisclosed number of patients. The customer indicated that the issue began on (B)(6) 2012. Actual patient results were not provided by the customer. The customer used an internally established patient range for na and cl and utilized these ranges to determine what results were outside of normal range. Any results that fell outside of the established normal range were repeated. The customer indicated that upon repeat, na results were higher and cl results were lower and found to be within acceptable reference ranges. The initial na and cl results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient management. The customer replaced the pinch valve tubing and roller pump tubing on (B)(6) 2012 and all ion-selective electrodes were replaced in early (B)(6) 2012. No specific patient information, system/analyte performance data or sample collection/handling information was provided by the customer.

Manufacturer narrative:
The instrument was assessed and repaired via beckman coulter inc. Led, customer executed instrument troubleshooting. The field service engineer (fse) had the customer replace the buffer syringe, prime the instrument and perform a successful instrument analyte calibration. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. No further issues have been noted. The failure mode was a faulty buffer syringe.